Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0076407. Medical device expiration date: 2025-03-31. Device manufacture date: 2020-03-16. Medical device lot #: 0148799. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-05-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with bd vacutainer® eclipse¿ blood collection needle the safety shield breaks off from device. This occurred with 2 different lot #s. The following information was provided by the initial reporter: it is reported customer experienced safety shield falling off.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that after use with bd vacutainer® eclipse¿ blood collection needle the safety shield breaks off from device. This occurred with 2 different lot #s. The following information was provided by the initial reporter: it is reported customer experienced safety shield falling off.